Event description:
The complaint is reported as: with these catheters, we observed a rigidity more important than usual on the "tubing" of the catheter which leads to a kink linked to the clamps. When the clamp is open (in a dialysis session), it happens that the patient moves and that this kink obstructs the passage of blood and therefore stops the blood pump. Additional information received 28oct2022: the kinked is linked to the clamp when the catheter is not used. The tubing being slightly rigid, the kink persists. If the patient moves slightly during the session, the tube pinches at the kink. The clamps are moved by the teams at each session, but this is not sufficient to avoid the problem.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: with these catheters, we observed a rigidity more important than usual on the "tubing" of the catheter which leads to a kink linked to the clamps. When the clamp is open (in a dialysis session), it happens that the patient moves and that this kink obstructs the passage of blood and therefore stops the blood pump. Additional information received 28oct2022: the kinked is linked to the clamp when the catheter is not used. The tubing being slightly rigid, the kink persists. If the patient moves slightly during the session, the tube pinches at the kink. The clamps are moved by the teams at each session, but this is not sufficient to avoid the problem.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.